Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the table slide assembly was not working properly. As the table slide assembly was not working properly, this allowed the tabletop to slide without command resulting in the reported event. The table is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The technician made the necessary repairs, tested the table, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch report # (B)(4) the following, "procedure underway with patient in supine position secured to operating table. Surgeon requested moving table to trendelenburg position. This was performed utilizing bed remote. Immediately after repositioning, noise heard from bed and hob observed several inches lower from last position. Final position observed lower and more towards hob than despite no user adjustment to bed. Pt. Remained secured to bed. All extremities checked. Ett remains in place. Vss. Positioned in supine position and slid bed with remote toward legs. Surgeon diagnosed iatrogenic bowel injury requiring conversion to open procedure."